Manufacturer narrative:
Health effect clinical code: 4581 - eye floaters. (B)(4).

Event description:
The patient indicated that they had an implantable collamer lens implanted into their eye. The patient reported that they had eye floaters; haloes; and eye dryness. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.